Manufacturer narrative:
Method: device history review;results: the navigator 9mm x 26mm x 4deg was confirmed to be incorrectly placed and unable to be removed by sales rep report. It was reported that the implant was placed too far ventral and could not be removed so it was left in the patient. Manufacturing records could not be reviewed because the lot # is unknown. Conclusion: according to correspondence with the complaint originator, the surgeon followed all of the proper steps from the surgical technique related to implant insertion and removal. Without further information or a device to examine the exact cause of the reported event could not be determined.

Event description:
It was reported during avs navigator and xia3 surgery (tlif, l4/5) surgery. The surgeon rotated the cage after the insertion of the cage to the top of facet, the cage was protruded on the ventral and the inserter released from the cage. The surgeon tried to reposition the cage from the ventral, but the surgeon was unable too. Therefore the surgeon left the cage as it is and inserted another other cage to the facet. In addition, when the surgeon tried to use the multiaxial crosslink, the set screw on one side did not turn. Therefore the surgeon used another other crosslink and continued the surgery.

Manufacturer narrative:
Method: complaint history review; risk assessment.results: the customer event of a navigator cage being incorrectly placed and unable to be removed was confirmed by sales rep correspondence. According to correspondence with the complaint originator, the surgeon followed all of the proper steps from the surgical technique related to implant insertion and removal. Conclusion: the root cause of the failure could not be determined due to the absence of the device and is likely multifactorial.

Event description:
It was reported during avs navigator and xia3 surgery (tlif, l4/5) surgery. The surgeon rotated the cage after the insertion of the cage to the top of facet, the cage was protruded on the ventral and the inserter released from the cage. The surgeon tried to reposition the cage from the ventral, but the surgeon was unable too. Therefore the surgeon left the cage as it is and inserted another other cage to the facet. In addition, when the surgeon tried to use the multiaxial crosslink, the set screw on one side did not turn. Therefore the surgeon used another other crosslink and continued the surgery.